Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E1: initial reporter phone #: (B)(6). The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that while using ten (10) bd vacutainer® safety-lok¿ blood collection set, the luer adapter detached from the wingset, and had to reattached. No patient or user impact reported.

Event description:
It was reported that while using ten (10) bd vacutainer® safety-lok¿ blood collection set, the luer adapter detached from the wingset, and had to reattached. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but two photos were provided for investigation. The photos were reviewed and the indicated failure mode for separation prior to use was observed in one of the photos. Additionally, 50 sets of retention samples of the lot concerned were visually checked, and no abnormalities such as disconnection or loosening of the connection between the luer connector and the luer adapter, damage or molding defects of the tapers of the components were found. Also, water sampling test was conducted on our retained samples of 8 sets and no luer adapters disconnected from the luer connectors, and no leakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of separation prior to use based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.